Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement due to inability to complete call. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 accompanied with symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of increase thirst, frequent urination, blurry vision. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer unable to answer any further questions due to symptoms. Advised customer to follow up with healthcare provider or seek medical attention.